Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the index procedure was performed. The target lesion was located in the left proximal superficial femoral artery (sfa) wit 99% stenosis, reference vessel diameter of 6.5mm, a length of 30mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilation, placement of an 8 x 39 x 75 innova¿ stent and post-dilatation with 0% residual stenosis. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, doppler revealed left popliteal stent occlusion. No corrective action has been taken for the event. At the time of the report, outcome of the event was considered to be not recovered/not resolved.